Event description:
A customer reported that the systems' footswitch presented issues during a laser procedure. The laser continued to fire after the footswitch was released by the surgeon. The procedure was completed with the same equipment. There was no harm to the pt. Additional info has been requested.

Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).